Event description:
The facility reports after the bath, the carer was dressing the resident. The pt was almost dressed when the lifter collapsed at the side where the head of the resident was. The castors are moveable in spite of the fact the brake was applied. The lifter would not stand up straight after the fall. Resident had no injuries at the initial report and the carer complained of increased back pains.